Manufacturer narrative:
(B)(4).

Event description:
It was reported that several attempts to interrogate the device were unsuccessful. The patient mentioned about a left arm procedure involving x-ray which was performed few months before. Device battery status was unknown. The patient was compliant and was last seen in clinic few months ago. Device was explanted and replaced.